Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer support (cts) assisted by arranging for a replacement pump to be sent and provided instructions on how to manage the current pump, such as putting it into storage mode and returning it using a pre-paid label. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery during the transition.